Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had no feelings in her legs and was not able to walk shortly after the procedure. The patient was in rehabilitation and has now been discharged. Nevro had attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The patient is currently using the device to find effective pain relief and there have been no reports of further complications regarding this event.